Event description:
On 07/08/2009, the patient reported that on (B)(6) 2009, he received an e10 (cartridge) error while attempting to change the insulin cartridge of the infusion device. He stated that the piston rod would not completely retract and e10 would be displayed. He inserted a new battery and attempted to complete the change cartridge procedure and e10 was displayed. He stated that the infusion device was making a "grinding noise." He stated that he has worn the infusion device while swimming. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.